Event description:
The trocar would not allow the insufflator to fill the abdominal cavity appropriately. A second applied medical kii fios first entry fios obturator with z-thread sleeve 11.0mm - 100mm was opened to complete procedure. The manufacturer provided tracking number and return shipping instructions.

Event description:
The trocar would not allow the insufflator to fill the abdominal cavity appropriately. A second applied medical kii fios first entry fios obturator with z-thread sleeve 11.0mm - 100mm was opened to complete procedure.the manufacturer provided tracking number and return shipping instructions.